Manufacturer narrative:
(B)(4). Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm, rest alarm or rewind anomaly were noted.

Event description:
Information received by medtronic indicated that during rewind process insulin pump made loud grinding noise more than when first used. Customer reported that the insulin pump had frequent no delivery alarms. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.